Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When administering intravenous fluids to a patient, the nurse used a three-way connector to connect multiple infusion lines. Fluid leakage occurred at the sealed end of the connector, prompting the nurse to replace it with a newly opened three-way connector.

Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.